Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and with an investigation documented by philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that when performing a check, the device requested for co2 calibration. The fse evaluated the device onsite. Based on the available information, the fse performed a calibration of the nibp (non-invasive blood pressure) and co2. The device passed all functional testing and was returned to service. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of reported issue was not able to be determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The fse calibrated the device to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that when checking the heartstart mrx defibrillator the device required co2 capnography calibration. There was no reported patient involvement.